Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The fsr replaced a cracked plastic fitting, stripped hose clamp and water inlet hose at channel b inlet connection to mixing valve. The unit operated to manufacturer specifications and was returned to clinical use. The suspect parts were returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, there was an internal water leak on channel b at the patient return connection to the mixing valve on the heater cooler unit. There was no patient involvement.